Manufacturer narrative:
Product sample still in route from distributor. Once product has been received, an investigation will be performed and the appropriate follow up supplemental report will be filed.

Event description:
Distributor reports via e-mail that during incoming product inspection the following defect was discovered; "dust was found inside handifil straw". Search of this lot number and product ID reveals no similar descriptions.